Event description:
Information received by medtronic indicated that customer received low battery alert followed by replace battery alarm. Customer stated it was less than 8 hours from low battery alert to replace battery alert. Customer was not using suspend before low or suspend on low cgm feature. Customer stated insulin pump battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged device battery lasts less than expected, and device unexpected battery power loss found on august 04, 2022. The device passed the displacement test, sleep current test, active current test, and self-test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No alarms and alerts noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. The device downloaded history confirmed the device alarmed failed battery alarm on august 05, 2022 between 18:49:52.000 and 18:51:27.000 and power loss alarm on august 05, 2022 between 18:44:52.000 and 18:51:53.000. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and corroded battery tube. No moisture found on force sensor and harness assembly vibrator. The following were noted during visual inspection: serial number label missing, end cap address label fading, cracked select button keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. Low battery alert and power loss alarm was confirmed due to moisture damage found on the electronic assembly, motor, and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.